Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: blackout. Based on the results of the investigation, it is likely the reported issues occurred due to fault with the universal cord (uc) cable as the image was normal after docking the uc cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen of the colonovideoscope became noisy. The issue was found during set up/inspection for use for an unspecified procedure. There were no reports of patient involvement.